Event description:
Pt had a hernia repair with mesh on (B)(6) 2013. The pt developed an abscess at the left inguinal site. The abscess was drained on (B)(6) 2013 and the culture grew mycobacterium goodii.